Event description:
The hospital staff used the device to administer external pacing to a pt (no pt details reported) using disposable pacing/defibrillation/ECG electrodes. The paddles were subsequently removed from the device and used to administer a shock to the pt. A second shock was to be administered and the defibrillator was charged. It was determined a shock was not required and the paddles were replaced into the paddle holders. At the time the paddles were being stowed, a nurse holding a doppler to the pt allegedly received a shock. The nurse reportedly received 2nd degree burns to both hands. The pt was resuscitated. There were no adverse affects to the pt as a result of the alleged malfunction.